Event description:
Complainant alleged that while attempting to cardiovert a patient with a supraventricular tachycardia heart rhythm, device failed to discharge on the "r" wave. The patient did have an internal defibrillator which the defibrillated the patient and converted the patient back to a normal sinus rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.